Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. They noticed prior to starting the case that the c-ring was sticking out 2mm past the end of the harvesting cannula and was unable to completely retract the c-ring fully into the harvesting cannula. They continued to use the device and it did not effect them completing the case. Hospital said it was like the mold of the c-ring was thicker than normal. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. They noticed prior to starting the case that the c-ring was sticking out 2mm past the end of the harvesting cannula and was unable to completely retract the c-ring fully into the harvesting cannula. They continued to use the device and it did not effect them completing the case. Hospital said it was like the mold of the c-ring was thicker than normal. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle. The c-ring was observed to be intact, no visual defects were observed. Slight amount of blood was observed on the c-ring. A mechanical evaluation was conducted. The c-ring metal wires were found functional and able to fully retract and advance without resistance or difficulty. The c-ring was not transected. There were no missing components observed on the c-ring. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue¿ was not confirmed.